Event description:
It was reported that, during testing, a ventilator screen froze. The unit completed the power on self-test (post) and after it became unresponsive. There was no patient involvement reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device and verified the customer reported malfunction. Once the unit booted up, the display was found unresponsive. The fse replaced the display, downloaded the updated software revision, and performed maintenance. The unit passed all tests and calibrations, and was then operating within the manufacturing specifications.